Event description:
Patient was discharged on linezolid and it was suggested that the patient be put on a course of doxycycline after the linezolid. No further information provided.

Event description:
It was reported that the patient had a driveline wound culture obtained during office visit on (B)(6) 2020. Another course of linezolid was started on (B)(6) 2020 and is to be followed by doxycycline. Patient is currently stable. No further information provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted from clinic visit on (B)(6) 2019. Patient reported that they dropped their controller bag 1 month ago and a large erythematous plaque 4inches x 2.5 inches around driveline formed. It is very firm to palpation copious purulent drainage around driveline. Blood cultures and wound culture collected and were positive for staphylococcus aureus. Patient started on IV antibiotics vancomycin. Patient was discharged home on oral antibiotics. No further information was provided.